Event description:
During a primary hip right side procedure, the offset cup impactor broke. A small piece from the universal joint was lost within the patient wound. The surgeon checked under x-ray and was unable to extract the piece from the patient. Customer reports the piece remains in the patient. Procedure was completed successfully.

Manufacturer narrative:
The device has yet to be returned to greatbatch medical for evaluation. Once greatbatch medical complete the investigation, a supplemental medwatch 3500a form will be submitted. Complaint information was provided by (B)(4).

Manufacturer narrative:
Device was not returned to greatbatch for evaluation so the reported event could not be confirmed. A process review was performed and no discrepancies were found. No further investigation required. Should complaint sample be received, a supplemental MDR will be submitted. (B)(4)